Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the appointment of a patient scheduled for herceptin administration, a complication related to the material used for catheter puncture was identified. After puncturing with an oncokit needle, flushing with saline solution was performed, at which point a leaking of solution was observed from the upper part of the needle tip. The puncture was stopped immediately, and the material was discarded. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed; however, the exact cause is unknown. One video of a 20 ga miniloc infusion set was returned for evaluation. An initial visual observation of the video showed the infusion set inserted in the patient and biological fluid was observed within the tubing. A syringe was observed to be attached to the luer adaptor and also appeared to have some biological fluid in it. The video shows the clamp being engaged, a syringe with saline solution being attached to the luer adaptor, and the clamp being disengaged subsequently. As the infusion set was flushed with saline solution, a leak was observed from where the needle exits the housing. While a leak could be seen from the infusion set in the returned video, no details of the damage could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.